Event description:
It was reported that the patient was experiencing inadequate pain relief. The patient underwent an ipg and lead explant procedure. The explanted devices were not returned. No further information could be obtained despite good faith efforts.

Manufacturer narrative:
Date of event: approximated based on the date the manufacturer became aware of the event. Additional suspect medical device components involved in the event: product family: scs-linear leads-MRI. Upn: m365sc2408560. Model: sc-2408-56. Serial: (B)(4). Batch: 21176368 / 21393375.